Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem of blurred image was confirmed. The device evaluation found that the lens and protector were damaged. The concerned product has not been repaired in the last year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that the image was blurred on the hysteroscope. The event was found during a diagnostic hyteroscopy. The procedure was completed with the same set of equipment there no delay reported. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the lens and protector were damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.